Event description:
It was reported that an ilet user experienced persistent high glucose readings for approximately two hours following an occlusion alert, a supply change using an old insulin cartridge, and a subsequent ¿insulin delivery stopped¿ notification that cleared after replacing the cartridge; the user had restarted the ilet prior to calling, completed a dry run per guidance, reconnected, and received education on meal announcements and pausing practices, with the event categorized as high glucose and consecutive stalled motor. Symptoms included hyperglycemia with associated vomiting. Outcomes included no hospitalization and stabilization of glucose during the call after troubleshooting and user education. Investigation included troubleshooting and education with review of alarm history and delivery status, including a dry run to verify system operation. Investigation of this case revealed that the high glucose coincided with an occlusion and stalled motor alerts and was resolved after cartridge replacement and proper reconnection, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.